Event description:
The customer reported the bending angle of the subject device was reduced. There was no patient or user injury reported due to the event. An olympus field service engineer (fse) visited the customer site and inspected the device. It was observed the bending angle was reduced. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was observed in the forceps elevator. This report is being submitted for the malfunction found during evaluation (foreign material in forceps elevator). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
During inspection and testing, the foreign material found in the forceps elevator was suspected to be due to insufficient cleaning of the device. The reported issue (reduced angulation) was confirmed and found to be caused by worn angulation wire. It was observed the bending angle in all directions was out of specification, and there was play in the angulation knob, due to wear of the angulation wire. In addition, service found the bending section cover was dirty, the connecting tube was scratched, the scope connector cover was scratched, the image had white dots due to damaged ccd (charge-coupled device) unit, and the plastic distal end cover was scratched. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to b3, b5, e1, e2, and e3 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) states possibility that insufficient cleaning, disinfection or sterilization of device may pose an infection-control risk to the patients and operators who perform the following procedures using device. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was later provided the device was inspected prior to use and the issue was found during reprocessing.